Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary finding of pitch cable broken to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of a broken pitch cable is attributed to a component failure and related to device design. No image or video was available for review. A review of the instrument log for the permanent cautery hook (part number 470183-14/ lot number n11210528 0103) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 on system sl0168. The alleged instrument had 8 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: the permanent cautery hook instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci assisted total gastrectomy surgical procedure, the permanent cautery hook instrument was found to be damaged after inserting into the trocar. The procedure was completed with no reported injury. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).